Event description:
On (B)(6) 2013 the lay user/reporter contacted lifescan (lfs) alleging the patient¿s onetouch ping meter was displaying inaccurately high readings compared to her feelings or normal results. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated on an unknown date and time the patient obtained a reading of ¿+/- 300 mg/dl¿ on the lfs meter. The reporter stated the patient uses insulin pump therapy to manage her diabetes. The reporter stated the patient bolused insulin according to the reading. The reporter stated some time later the patient developed unknown symptoms she associated with hypoglycemia and a reading of ¿35 mg/dl¿ was obtained. The reporter stated the patient treated herself with ¿a lot of juice and syrup from fruit cocktail.¿ the reporter stated it took 2 hours for the patient¿s blood glucose to rise to ¿104 mg/dl¿. It is unclear what meter was used to obtain the reading. At the time of troubleshooting, the cca determined the meter was in the correct unit of measurement at the time of testing and the test strips were in good condition. When a control solution test was run, the result was within the expected range. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient claims due to the alleged issue, she increased her dose of insulin accordingly, developed symptoms she associated with hypoglycemia, obtained a severely low reading and required treatment to prevent further injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 08/11/2013 -device evaluation: the test strips involved with this complaint have been returned. Investigation on the test strips was completed by lifescan product analysis on 08/06/2013 with the following findings: the test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.